Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation- single leaflet detachment (slda) appears to be related to pre-existing patient anatomy (friable leaflets). The reported mitral regurgitation was a cascading event of the slda. The reported dyspnea appears to be cascading effects of the recurrent mr. Dyspnea and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mitral regurgitation for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On an estimated date, (B)(6) 2025, the patient returned with recurrent mr and dyspnea. A transthoracic echocardiogram showed that a single leaflet detachment (slda) occurred. A second mitraclip procedure was planned.